Event description:
Information was received from a patient (pt) that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that he cannot turn off his stimulation and has tried to do everything but the screen does not recognize. Pt states he's being shocked and the handheld when pushing buttons, he will see a light and good afternoon but will not unlock. Pt states this morning it turned on and was working. The pt stated he's taken out the battery and it still doesn't work and he cannot get this to turn off. The pt stated he's actually being shocked and when lying down the stim is shocking more since lying down. Pt cannot turn down and turn off as though the screen doesn't recognize anything. Pt was hoping we could use a magnet to turn it off however information about this was reviewed. The pt was walked through remote by pushing buttons, nothing was detected as damaged. The patient was also instructed to do a reset and plug in to the wall without the battery and the screen did turn on; the pt was advised to reset and to try double a batteries which did not work. The pt also used the on/off buttons and the buttons will recognize but the screen doesn't do anything and is not responsive; still the screen is not recognizing anything. The screen doesn't work and they cannot push anything on the screen. It was verified nothing got damaged such as got wet or dropped and the pt stated nothing like that occurred. It was reviewed to tap lightly on the screen which did not make a difference. The issue was not resolved. A replacement controller was sent to the patient. The pt stated he does have his manufacturer representative's (rep's) info and will call them directly. The patient was also directed to their healthcare provider (hcp) in the meantime until the remote can be shipped overnight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.